Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. Concomitant product(s): 5076-52 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinic must be informed that although the remote transmission was received, it was unable to be processed in the remote monitoring website because the cardiac resynchronization therapy pacemaker (crt-p) has implant detect set to "on. Technical support (ts) left a voicemail message at the account and explained the need to turn off the implant detection in order for successful remote transmissions to post. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.